Event description:
An aus device was implanted on 7/9/91. The cuff was revised on 4/11/96. The pump and balloon were removed from the pt on 11/14/96, due to recurring incontinence and a herniation of cuff thru cuff buckle, and replaced.